Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the intitial MDR additional information was provided on 02/28/2023. It was reported that during the time of the event, the patient was sleeping with his parents before the seizure occurred at 8:00am. The patient's mother tried to wake the patient up and the father provided the patient with powdered glucose. The patient's omnipod pump was displaying 70 mg/dl while the patient's bg was 38 mg/dl. The patient's mother called emergency medical technician's (emt) and the paramedics provided the patient glucose paste. The patient was transported to the hospital where they were given IV fluides and was monitored for a day and a half for neurological effects from the seizure. The patient was discharged on (B)(6) 2023. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient had a seizure and was taken to the hospital. At the hospital, the patient was treated with powdered glucose, glucose paste and IV fluids. There were no cgm or bg values provided for the time of the event. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.